Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An operating room supervisor reported that during a vitrectomy procedure, the vitrectomy probe was stuck and inefficient. In addition, the supervisor stated that not system message was displayed. The device was replaced to complete the surgery with no harm to the pt. Additional info has been requested but not received to date.